Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the tip of the screw broke when fixing the cranial bone following a craniotomy(clipping of the cerebral aneurysm). The surgeon decided to leave the broken tip in the cranial bone and finished the operation. No surgical delay was reported. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device history records was conducted. The report indicates that: no ncrs were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.